Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure, while preparing the first trufill dcs orbit mini 2.5 x 4.5 coil for insertion, when the coil was purged and the syringe returned to the orange zone, air was noted to come back to the coil. The coil was not clinically used in the pt. The procedure was reported to have been completed successfully using other products. There was no reported pt injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.